Manufacturer narrative:
The fractured post of the articular surface was returned for investigation, however it does not indicate the root cause for the event. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Only the fractured post was returned for review. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to fracture of the post on the articular surface. At the time of the revision, the surgeon was unable to locate the fractured portion of the articular surface. The fracture post was found and removed during a subsequent revision surgery.